Event description:
It was reported that while using bd synapsys¿ workflow errors were observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "it was reported that they are unable to perform a workup on a culture if there is someone else in the culture. "

Manufacturer narrative:
H6: investigation summary the customer reported that they are unable to perform workup on a culture if someone else is in that culture. When they go to scan in the workup, synapsys spins indefinitely. This was recorded against synapsys material number 444150, serial number (B)(6) . Service followed up but the issue was not able to be reproduced and was resolved. This is an unconfirmed failure of a bd product, the root cause is unknown. Bd will continue to monitor for trends associated for this issue.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd synapsys¿ workflow errors were observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "it was reported that they are unable to perform a workup on a culture if there is someone else in the culture."